Event description:
It was reported that during a robotic distal pancreatectomy procedure, during the distal pancreas firing, the surgeon clamped down on very thick tissue. Scrub tech noted the gun wouldn't fully close, indicating just how thick the tissue bite was. Blue load was used and when attempting to fire the gun locked up. They used the return button to get the knife back but when they opened the jaws there was significant bleeding that required the surgeon to open. The robotic procedure was converted to open and proceeded to stop the bleeding and continue the case.

Manufacturer narrative:
(B)(4). Additional information: the analysis found that one ple60a device was returned in good visual condition and with an ecr60b partially fired 1/16 loaded on the device. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the device closed and opened without any difficulties noted. Upon further inspection the joint cover was noted to be torn; there is no evidence that there is any portion of the joint cover missing. It is possible that the device was attempted to be pulled out from a trocar in the articulated position, resulting in the edge of the trocar damaging the joint cover. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the required specifications. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Additional information was requested and the following was obtained: additional information regarding the event provided on a phone call to include answers to previous questions: was this the only stapling attempt using this device in the procedure? This was the second firing of the device. The first firing was successful. How far did the knife advance? Looks like knife did not advance at all were any staples deployed? Only 1-2 staples were deployed. At what point in the staple line did the firing stop (motor stop)? It is believed that the motor stopped only after the first 1-2 staples deployed. Additional information provided on call on 3/30/2015: representative was able to review surgical video with clinical coordinator. Rep noted that seamguard was used for the second firing. He also noted that the seamguard seemed to be rolled on itself in the crotch of the device. The device fired only a short distance. The surgeon struggled to open the device. During the manipulation of the device bleeding was noted posterior to the pancreas. The device was eventually able to be removed and the case was completed as an open procedure.